Manufacturer narrative:
Medtronic investigation of returned suspect device finds that as reported, the adjustment screw threads are stripped for a small area mid-travel. Also, the clamp face is slightly bent to one side. This mechanical failure, deformation, directly caused the event.

Event description:
A medtronic representative reported that, while in a spine procedure, a screw on a long spine clamp was stripped. The surgeon used a short clamp to continue and completed the surgery with the use of the navigation system. There was no impact on patient outcome.